Event description:
When removing sheath from the r. Femoral vein, the sheath broke off inside of the pt. The sheath was then removed by inserting another sheath via l. Groin and a snare catheter was used to retrieve the broken portion of the sheath.